Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (756 mg/dl). While in the ER, the customer was treated with maxeran, torodol, fluids, and a manual insulin injection. The customer was released from the ER the following day with no permanent damage. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.